Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The current blood glucose was 413 mg/dl. The customer treated high blood glucose with a bolus. Based on customer report, customer does not allege pump was under delivering. The drive support cap appears normal. The troubleshooting guide was completed. The customer is in the hospital because she had a bone marrow transplant and it was not diabetes related. The insulin pump will not be returned for analysis.